Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2001. A subsequent revision was performed on (B)(6) 2004 due to cup loosening. The cup was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification and expiry date. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."